Manufacturer narrative:
(B)(4).

Event description:
On 09/19/2014, abbott point of care (apoc) was contacted by a customer who reported unexpected results on I-stat pt/inr on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. The customer states that return product is available for investigation. Test date: 9/19/2014, time: 11:10 am, result: 5.1, sample a; 9/19/2014, 11:21 am, 2.8, b; 9/19/2014, 11:33 am, 2.7, c. Based on the information available at the time there were no injuries associated with this event.

Event description:
N/a

Manufacturer narrative:
(B)(4). The investigation was completed on 12/10/2014. Retain and returned cartridges were tested and are functioning according to specification.